Event description:
It was reported that there was telemetry issues with the device. It was noted that the antenna of the clinician programmer was right over the implantable neurostimulator (ins) and the light went straight to gold color instead of green. It was noted that they were not around any electromagnetic interference (emi) sources. Patient had not been able to communicate with the ins using the patient programmer. When the patient would use the patient programmer she was not able to sync. It was noted that this had been going on for ¿a while.¿ additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).